Event description:
It was reported that a clearlink system continu-flo solution set had a back flow of iron medicine from the unspecified secondary set. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: the actual device was not available; however, two (02) photographs of the sample were provided for evaluation. Visual inspection of the photographs showed solution backflow from the secondary set into the primary line. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.